Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise. In addition, a spike with the right atrial impedance had been observed, measuring from 600 ohms to 1800 ohms. Boston scientific technical services (ts) reviewed the available data and determined the noise to be respiratory rate trend (rrt) oversensing on the right atrial channel, resulting in inappropriate atrial tachycardia response (atr) episodes. Boston scientific ts recommended programming the rrt feature off and performing lead integrity testing. This crt-d and competitor ra lead remains in service. No adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).